Manufacturer narrative:
This report is submitted on 4 september 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site and was treated with antibiotics (type and date not reported). Clinical management is ongoing.